Event description:
It was reported that the customer was treated by the paramedics on (B)(6) 2015 with a blood glucose level was 26 mg/dl. Customer woke up with a low blood glucose level in the morning and was sweating heavily. Customer's wife called the paramedics. Customer was kept at home. Customer does not have the pump on and will no longer be using it. Customer was treated by the paramedics and left with a blood glucose level of 176 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.